Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate ((B)(4)). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy on an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date, the pt presented with nodules on face. No information was provided concerning corrective treatment. Event outcome is unk. Reporter's causality: not reported. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Addendum for follow-up information received on (B)(6) 2009: ptc results revealed: bbr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.